Event description:
It was reported during a cardiosave intra-aortic balloon pump (iabp) training session without a patient that the problem was not with the iabp itself, but there appears to be an issue where a new and sealed helium cylinder was not completely filled.

Manufacturer narrative:
UDI # is incomplete as the serial no. And mfg date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted changed the helium bottle together with the users as part of a cardiosave training because the bottle was almost empty. According to the iabp's helium pressure display, the new bottle was only half full after installation. The bottle was definitely new in its original packaging, seal. No patient involvement.

Manufacturer narrative:
Updated fields: b4, d5, e2, e3, e1 (initial reporter and event site email), e4, g3, g6, h2, h11. Due to character limit in block e1 telephone number : (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected fields: g2, h6 (investigation type).